Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and was able to reproduce the customer reported issue. The fse replaced the usm due to the error issue. The system was then tested and verified as ready for use. Isi received usm involved with this complaint to perform failure analysis. The usm was analyzed and the error(s) were confirmed. Upon visual inspection, damage was found with rolling loop fiber that would be related to the reported event. Once testing was completed, the rolling loop fiber was tested and verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, a system fault on a universal surgical manipulator (usm) occurred. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the staff restarted the system with no change. The tse walked the customer through a hard power cycle on the patient side cart (psc) with no change. The fault subsequently returned and the surgeon elected to abort the case after anesthesia had already been administered and ports were placed. The customer stated the surgeon needed all four usm's.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 17-dec-2024, the following additional information was obtained regarding the reported event: the issue was identified during the case and ports had been placed. The system functionality was checked upon powering the system on and the system powered on without errors. Due to difficulty of the case, the procedure was aborted, ports were closed, and patient was rescheduled for surgery on (B)(6) 2024.